Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg had protruded through the skin. Consequently, the patient was advised to go to ER. Reportedly, the patient underwent surgical intervention wherein the ipg was explanted.

Event description:
Follow-up information revealed the patient was placed on a 30 round of IV antibiotics. In addition, the patient's blood work results showed the infection was better.